Event description:
Pt had surgical procedures of bilateral inguinal hernia repairs with mesh placement on the left and a hysterectomy. Floseal hemostatic matrix was used to control bleeding for the hysterectomy. Pt was readmitted from (B)(6) - (B)(6) for a small bowel obstruction. Pt was again admitted on (B)(6) and had a bowel resection. The surgeons both felt that the adhesions causing the bowel obstruction were secondary to the locations that the floseal had been used. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis for use: control bleeding.